Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of an unspecified chemotherapeutic agent. After an unspecified length of time in use, an unspecified volume of the chemotherapeutic agent leaked from an unspecified location. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no reported delay in therapy critical for this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unk. The customer contact identified three possible lot numbers. The possible lot numbers are 92029, 92030, 91024. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).